Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear of the handpiece device seized, jammed, and was moving heavily. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, and check proper function of the triggers. It was noted in the service order that the device with gear seized, jammed, heavy moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.